Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3 389s-40, lot# va01hh5, implanted: (B)(6) 2012. Product type: lead: product ID 3389s-40, lot# va01hh5, implanted: (B)(6) 2012. Product type: lead: product ID 37092, lot# 334100001, implanted: (B)(6) 2012. Product type: accessory: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).

Event description:
It was reported the patient thought there was a stitch buried in the incision site. The patient¿s healthcare provider ¿really panicked¿ and the stitch was removed. Additional information was requested but was not available as of the date of this report.